Manufacturer narrative:
The unit was inspected by our field service engineer. No error message were recorded in the log file. All system functions were checked and no problems were found. The electric system was tested and no issues were found. The system is performing according to specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a facility in the (B)(6) stated that the system shut down during a vitrectomy case. The procedure was completed without any injury or consequences to the patient.